Event description:
Received multiple complaints (10+) from nursing staff that the baxter one link non-dehp standard bore catheter extension sets (ref (B)(4), lot #s ur14g20056 and ur14b06064) are defective. The issue is that once the extension set is connected to IV tubing, fluid does not run properly as it leaks from the distal end after it has been connected to the IV. The IV therapy specialist at baxter healthcare corporation was contacted. Manufacturer response for IV extension set, one-link (per site reporter).